Event description:
It was reported that the patient saw an "end of service/end of life" message and the device indicated a "power on reset" condition. The manufacturer representative stated that the device was near end of life and the patient started not being able to communicate with implant yesterday, (B)(6) 2012. The patient experienced loss of stimulation and increased pain. The manufacturer representative indicated that the impedance readings were >4000 ohms on all of the unipolar pairs. She also stated that the battery will be replaced.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3987a, lot# n092345, implanted: (B)(6) 2007, product type lead. (B)(4).